Manufacturer narrative:
(B)(4). Eval summary: product performance engineering reviewed the incident info; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for eval. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. Reportedly, the lesion was mildly tortuous, which likely contributed to the reported failure to advance. Factors which may contribute to resistance during retraction include, but are not limited to, mfg, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter. To help ensure this difficulty is not related to a mfg deficiency, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the mfg process. The stent delivery system (sds), guiding catheter and introducer sheath used during the procedure were not returned, and therefore it could not be determined how they may have contributed to the difficulties experienced. It is likely an interaction with the lesion/anatomy during the attempt to cross the tortuous lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Additionally, during retraction of the sds, the damaged stent struts would have interacted with the anatomy, guiding catheter, and introducer sheath, causing resistance and further contributing to the stent dislodging from the balloon. Additional therapy/non-surgical treatment was used in an attempt to retrieve the dislodged stent by a snare device, however, the retrieval attempts were unsuccessful and the physician ultimately made an incision in the right femoral artery and retrieved the stent. Arrhythmias (including ventricular fibrillation) are listed as known adverse events of coronary stenting in the xience v instructions for use (IFU). A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. There is no lot specific product quality deficiency. The reported failure to advance, difficulty removing the sds, and stent dislodgement appear to be related to the operational context of the procedure.

Event description:
The pt had an unk non-abbott stent previously deployed in the proximal left anterior descending (lad) artery. This time, the target lesion was in the mid lad and the xience v was delivered after a pre-dilatation. However, the catheter would not cross the lesion, and an attempt was made to withdraw it from the pt. During the withdrawal, the stent was stuck with the tip of the guiding catheter and dislodged off the balloon. A goose neck snare wire was delivered and successfully caught the dislodged stent. During the withdrawal of the snare wire, as the stent would not go into the guiding catheter, the snare wire with the stent and the guiding catheter were withdrawn as one unit. However, the stent would not go into the sheath with had been inserted in the right femoral artery, and ventricular fibrillation (vf) occurred on the pt in the meantime. They suspended the withdrawal and delivered an electrical shock to the chest and the pt recovered. They attempted to withdraw the stent again but the stent was stuck with the tip of the sheath and had come off the snare wire and remained in the right femoral artery. The physician made an incision in the right femoral artery and retrieved the dislodged stent from the pt. Another xience was delivered from the left femoral artery and successfully deployed in the mid lad to complete the procedure. Though requested, no additional info was provided.